Event description:
It was reported that the medfusion pump displayed the following error codes: 41622 and 1003. The product problem occurred during patient use but did not cause or contribute to any adverse health effects.